Event description:
It was reported that when the asymptomatic patient presented in clinic for a normal follow up, episodes of non-sustained lead noise and non-sustained ventricular tachycardia due to oversensing were noted. Increased capture threshold and insulation anomaly were also observed. Noise was reproducible with movement of pace/sense pin connector. At explant, it was noted that the connector pin felt irregular to touch. The lead was explanted and replaced. Patient was fine post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.